Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013, at 20:47:13. During night drain cycle six, the patient's ultrafiltration reading was 1704ml, indicating the home patient (hp) drained 1164ml more than their maximum programmed fill volume of 1800ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Additional method evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, tidal total ultrafiltration removal set too low. Homechoice apd systems trainer'[s guide gives instructions on how to set the tidal therapy settings. If any additional information is received, a follow-up will be sent.